Event description:
The customer reported to olympus, the visera 4k uhd camera control unit encountered error e100 (temperature error) when the equipment warmed up and image was intermittently lost. The error continued to show when the camera head was connected. The issue occurred during preparation for use and the intended procedure was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the customer which confirmed the therapeutic procedure was completed using a similar videolaparoscopy system. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information obtained from the customer and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint (error code 100) was not confirmed. However, the device evaluation did confirm the customer's complaint of loss of image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the error code 100 was unable to be identified, as the event was unable to be reproduced during the device evaluation. Futhermore, it's likely the loss of image occurred due to a faulty receiver module (rx). The final root cause of the faulty receiver module was unable to be identified. Olympus will continue to monitor field performance for this device.